Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 50 syringe 50ml ll leaked and had short shots on the barrel. The following information was provided by the initial reporter: " defect in the moulding of the syringe causing a leak when the plunger is pulled out of the syringe. "

Event description:
It was reported that 50 syringe 50ml ll leaked and had short shots on the barrel. The following information was provided by the initial reporter: defect in the moulding of the syringe causing a leak when the plunger is pulled out of the syringe.

Manufacturer narrative:
H6: investigation summary: two samples received for investigation, upon visual inspection one of them present a hit produced in manufacturing process, the second syringe does not show any visual defects. Stopper is correctly assembled in both devices. Further testing was performed, no leakage observed. A device history review was performed for the reported lot 2105025 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information possible root cause is associated by a hit or a jamming in assembly process. When there is a deformation in the barrel caused by a hit in manufacturing, the interaction between barrel, stopper and plunger is not correct leading to leakage past the stopper. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.